Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event of "ntlc75: stuck in the middle of cutting?" Was the device stuck on tissue and would not open to be removed? If yes, how was the device removed from the tissue? Were the device jaws eventually able to be opened?

Event description:
It was reported that during an unknown procedure, sr75 reload: malformation of staple line. Ntlc75 stapler: stuck in the middle of cutting. There were no patient consequence reported.